Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t3-sai. It was reported that the tip of the driver broke off during screw removal. The tip was retrieved from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): no damage noted to the threads of mas head threaded interface. Visually confirmed approximately ~3 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement. Additionally, the assembly attachment pin to the internal bushing has been broken, also with indications of torsional shear.